Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Received sus voluntary event report mw5093579 via us mail from food and drug administration, on 3/26/2020 stating: on (B)(6) 2020, pt underwent mini mitral valve repair via right thoracotomy left side cryomaze, left artrial. Appendage resection, intercostal nerve 3 and 4 cryoablation with dr (B)(6). While using the proglide suture-mediated closure system one of the sutures would not deploy. FDA safety report ID (B)(4). Additional information was received: the method of achieving hemostasis was not known. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.